Event description:
It was reported that during a prostate procedure, a decrease in fiber vaporization efficiency @ 223,053 joules was observed. The procedure was completed with a second fiber. There was no harm to patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of the metal cap; the glass cap exhibited severe devitrification at the output window the metal cap exhibited severe burnt on detritus; the outer flow tubing exhibited mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber. (B)(4).